Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for whitestar signature system showed that there were no issues or non-conformities. Manufacturing has been ruled out as a potential cause for the reported issue. No conclusive evidence identified for reported issue. The system was working within amo specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) replaced the versa-logic printed circuit board assembly (pcba) and 2b rohs programmed module to rectify the error issue. Fss also performed the field service checklist, which the system passed and it was found to meet amo specifications. Fss monitored the performance of the system for few weeks and in a follow up with the fss, he confirmed that the system was working fine and the error has not occurred anymore. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during this installation of a whitestar signature system, intermittent error 2012 (instrument host timeout error) occurred. There was no patient involvement reported and no patient treatments delayed or cancelled.